Event description:
It was reported that during a device check by the customer, the autopulse platform displayed a user advisory (ua) 8 (motor controller fault detected) message. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 04/22/2015. Investigation results as follows: visual inspection of the returned platform was performed and found that the top cover's wire strand was cut. The physical damage found during visual inspection is unrelated to the customer's reported complaint of the platform displaying a user advisory (ua) 8 (motor controller fault detected) message. A review of the platform's archive data was performed and found that a ua 8 message occurred on the reported event date of (B)(6) 2015, thus confirming the reported complaint. The reported ua 8 was also duplicated during functional testing. The platform failed initial functional testing because it displayed a ua 8 during take up. Further investigation of the platform determined that the drivetrain motor was defective. Based on the investigation, the parts identified for replacement were the drivetrain motor and the top cover. In summary, the customer's reported complaint of the platform displaying a ua 8 message was confirmed during review of the platform's archive data and was also replicated during functional testing. The root cause was determined to be a defective drivetrain motor. The physical damage found during visual inspection is unrelated to the reported complaint. The platform is a reusable device and therefore these types of physical damage can occur due to normal wear and tear and/or physical abuse. After replacement of the parts identified during investigation, the platform passed all final functional testing criteria.

Manufacturer narrative:
Zoll(B)(4) confirmed the reported event and also found that both sides of the head restraint were broken. The autopulse platform in complaint was then sent to zoll (B)(4) for further investigation. However, zoll (B)(4) has not yet received the platform. A supplemental report will be filed when the product is returned and investigation has been completed.